Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/06/2014 with the following findings: the pump was examined and the battery compartment was found to be cracked from the threads down to the case seal. Unrelated to the complaint, the pump successfully powered on and the display screen was observed to be dim and discolored. During evaluation the force sensor was found to be out of calibration.